Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The pump was not returned for investigation. Based on clinical description & data analysis, the root cause of the low flow was most likely biomaterial ingestion. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 37 year-old male with acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the implant, cardiopulmonary resuscitation (CPR) was performed. The impella device was successfully placed, CPR was continued, and cannulation for extra-corporeal membrane oxygenation (ECMO) was started in the left groin. The impella device was found to be in the ascending aorta and was successfully floated back into the left ventricle. When flows were increased, constant suction alarms were present with flows of 0.0 at all p-levels. The impella device had ingested a clot. The impella was exchanged for a new impella device, and the patient remains stable.